Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 449 mg/dl. The customer was treated with manual injection. Customer stated she can with troubleshot for high blood glucose level. Customer also stated insulin pump had blank display and display was returned after the insulin pump restart. Customer states the insulin pump had not been dropped or bumped recently also had not been exposed to moisture recently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.